Event description:
Boston scientific crm received information that this atrial lead had dislodged. It is believed that the patient moved their arm shortly after implant causing the lead to dislodge. A successful lead revision procedure was performed and the lead is working appropriately. To date, there have been no adverse patient effects reported. At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All productions steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.